Manufacturer narrative:
The reported issue was investigated by medtronic personnel. The investigation conducted was in relation to the history of the imaging system and related issues occurring on the serial number. However, the investigation was inconclusive and a root cause of the anomaly could not be determined.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed due to the site not giving confirmation for a medtronic representative to perform an evaluation of the imaging system.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door on the imaging system was not opening and closing as designed. It was reported that when closing the gantry door, it will stop and require the user to prompt the system with the button a second time to complete the closing. No additional information was provided. There was no patient present when this issue was identified.